Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and suffering. General litigation indicates metal on metal complications. Update (B)(6) 2016: sales rep reported patient was revised due to pain. Part and lot have been updated for head and liner. Complaint was updated 8/19/2016. Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously alleged. Ppf alleges pseudotumor, elevated metal ions and metal wear/metallosis. Doi: (B)(6) 2009. Dor: (B)(6) 2016, (right hip). Patient is bilateral, please see (B)(4) for left hip.